Manufacturer narrative:
(B)(4) device evaluated by manufacturer: the device was returned for analysis. Following device analysis, the product returned has a kink located approximately 1.3cm from the distal tip which is at ring 2. All three ring seals are compromised; there is body fluid on the edges of ring 1 and ring 2. Tip motion was evaluated against the specified curve template/fixture. Both right and left curves failed to reach the specified template area. X-rays showed evidence of guide coil collapse near the strain relief, and near the butt bond area on the proximal shaft. X-rays of the distal end revealed a bent center support. The insulation distal from the strain relief was removed and the collapsed guide coil was visually confirmed. There is body fluid under r1 ring and in the interior of the sheath. The kevlar wrap is displaced and the center support is bent. Both steering wires are attached however the left steering wire solder connection to the center support is cracked. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on 17aug2017. It was reported that abnormal curve movement and broken handle occurred. A 7-110-2.5-8-10 k2 blazer prime¿ xp was selected for use. During procedure, the physician tried to bend the catheter in the isthmus; however, the movement and the curve were abnormal. The catheter was replaced with another of the same device but the same problem occurred. Furthermore, the handle of the catheter was noticed to be broken. The procedure was completed with a different device. No patient complications were reported. However, device analysis revealed that that all three ring seals are compromised; there is body fluid on the edges of ring 1 and ring 2.